Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked glass at the lcd screen. After battery installation unit gave an unexpected partial display with horizontal lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test and self test due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that there was a crack that started in right went down angle then went to the bottom left side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.